Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Review of the picture provided identified that there is a hair in the packaging pouch. DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported issue is attributed to manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a hair was noticed in the sterile packaging of the device. There was no patient involvement.